Manufacturer narrative:
Section h10: (h3) the evaluation noted that the reason was likely the result of prosthesis wear due to third body wear and an uneven loading pattern on the surface of the tibial insert. No information provided in the following section(s): a4, a5, b6, b7, d4 (serial number, exp date), and h4. The following section(s) have additional info: a1, a2, b5, b7, d4 (UDI number) g4, g5, g7, h1, h2, h3, h6, and h7. Section h11: corrections made in the following section(s): (f6) and (f8) were entered in error, please disregard. (G1) updated to new manager info. (G4) awareness date should have been 16-jan-2019. This was entered in error.

Event description:
Index surgery: (B)(6) 2015. Revision of right knee due to poly wear.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2015. Revision due to poly wear.